Event description:
Per the clinic, the patient experienced pain and facial nerve stimulation with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported.